Event description:
I received the essure implants (B)(6) 2015. I did the follow up dye test and both tubes were blocked. In (B)(6) 2015 I became pregnant. After an ultrasound, we saw that one of the implants was gone, this was after doing the follow up dye test with by obgyn and a radiologist present, which I also saw for myself on the screen.